Event description:
It was reported that the subject device displayed an e315 scope error. The issue occurred during set up for a diagnostic gastroscopy, which was completed with another device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. However, the following reportable malfunction was identified during the device evaluation: the image is not displayed based on the results of the investigation, a definitive root cause could not be determined for the reported e315 error as it was not reproduced. However, in regards to the discovered loss of image, it likely the issue occurred due to a damaged scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.